Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead presented to the emergency room after receiving shocks and feeling short of breath. Boston scientific technical services (ts) reviewed the episodes and noted that the patient's atrial rate was greater than their ventricular rate and 8 shocks were delivered. Therapy was exhausted and unsuccessful in converting the patient's rhythm. The patient was later checked in clinic and their rv lead exhibited loss of capture at max outputs and diminished r waves. A revision procedure took place, and the rv lead was repositioned. The system remains in service. No additional adverse patient effects were reported.